Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported an incomplete seal of the left atrial appendage (laa) was observed post procedure. In (B)(6) 2014 a left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device was positioned in the laa. The closure device was partially recaptured twice; the first time it was too proximal and the second time it was too distal. The device was repositioned and successfully implanted with a complete seal of the laa observed. In (B)(6) 2015 the patient returned for a follow-up visit and a 6mm jet was noted. The patient was started on ticagrelor.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that an echocardiogram specialist reviewed the echocardiogram images and revealed that the device is in a stable and correct position. It was noted that they can definitively exclude any device related reason as well as unrelated reason for the jet/leak. .